Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted. The insulin pump was monitored for several days and no unexpected noise was noted. The insulin pump was received with minor scratches on the display window. The insulin pump passed the delivery volume accuracy test. The motor passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the insulin pump over delivered insulin, and was making noises that was not normal. Customer's blood glucose level at the time 7.7 mmol/l. It was also mentioned that the customer was hospitalized due to hypoglycemia. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.